Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received for device in bvvi mode. The patient presented into the clinic for further assessment. The device was successfully restored through a device download. The patient will be followed normally.